Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the pacing lead was difficult to position and the helix would not extend. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.